Event description:
It was reported that device embolization and patient death occurred. A left atrial appendage (laa) closure procedure was performed for closure of an laa of windsock morphology with successful implant of a 24mm watchman flx pro closure device. Approximately one day post-implant, the 24mm watchman flx pro closure device embolized to the aortic valve. The patient underwent emergent surgery to explant the 24mm watchman flx pro closure device. Post-surgery the patient was sent to hospice care. The patient died one month later.

Manufacturer narrative:
Media reviewed by MFR.: procedural media was provided to aid in the investigation and reviewed by a boston scientific medical director. The review stated that several recaptures were seen. In the final position, the device diameter was measured at 21mm; however, that was underestimated and more likely 23mm (for a 24mm device). The device was foreshortened in the available view and the distal face of the device with the pick could not be well visualized. No good mitral view was available; however, device position seemed to be proximal in higher angle views. No media was available showing the embolized device. In summary, the low compression and proximal position likely contributed to the early device embolization.

Event description:
It was reported that device embolization and patient death occurred. A left atrial appendage (laa) closure procedure was performed for closure of an laa of windsock morphology with successful implant of a 24mm watchman flx pro closure device. Approximately one day post-implant, the 24mm watchman flx pro closure device embolized to the aortic valve. The patient underwent emergent surgery to explant the 24mm watchman flx pro closure device. Post-surgery the patient was sent to hospice care. The patient died one month later.